Manufacturer narrative:
Batch review performed on 28 november 2025. Gmk-spherika 02.07.1203l tibial tray fix cemented s.3l (k090988) lot 2421612: (B)(4) items manufactured and released on 13-jan-2025. Expiration date: 08-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: a revision surgery was performed approximately eight months after the primary tka due to component malpositioning. Based on the available x-ray, the femoral component appears to be positioned in slight flexion, resulting in anterior femoral lift-off. Additionally, the patella shows noticeable tilt and some degree of deformation. These factors may have contributed to abnormal patellar tracking and the patient&rsquo; s reported symptoms. No significant malpositioning of the tibial component is appreciable (at most, only a slight increase in posterior slope). Given that the issue is related to malpositioning, there is no evidence to suggest a device defect. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 8 months from the primary was performed a total knee revision due to malposition of the tibia. Excessive external rotation. The surgeon decided to remove everything and implant a semi-constrained prosthesis.